Manufacturer narrative:
The philips field service engineer (fse) went on site and noted the power issue was caused by the uninterruptible power supply (ups) shutting down. The device was operational after the ups was replaced by the fse.

Event description:
The customer reported all monitoring is down. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The philips field service engineer (fse) replaced the uninterruptible power supply (ups) and tested the telemetry monitor room functions.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.